Manufacturer narrative:
Per the tandem user guide: "do not remove a used cartridge from the pump or load a new cartridge until prompted on the tandem mobi mobile app. Failure to do so may result in damage to the pump or possible over or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. Reportedly, the customer attempted to load a cartridge when the piston was in the "up" position while customer was still connected to the site. There was no adverse impact to the customer's blood glucose level. Tandem technical support (tts) educated the customer to always disconnect at the site before removing or loading a cartridge onto the pump. Tts assisted the customer in completing the load process to full retract the piston and a cartridge was successfully loaded onto the pump and insulin delivery was resumed.